Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
This is the complaint from the market. The user found that the black piece fell into the patient's body and picked it up from the patient's body. The user demands that the product durability be improved/increased. Aomori olympus checked the subject devices and confirmed the followings. Please investigate the cause of the case. The septum had a broken area. The area was approximately 3.0mm by 2.5mm. It was confirmed that the piece, which was also sent to us, fit to the broken area of the septum. There was not damaged part at the duckbill and the shield. Patient status: the patient was not injured.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with a torn off piece of the seal. Upon inspection, engineering confirmed a portion of the septum had been torn off. No other damages or defects to the unit were observed. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.